Event description:
Physician in another country, indicated that the pouch of the contrast injection line was unsealed, thereby compromising sterility. The device was not used. The reported device lot was packaged in another country, and not distributed in the us. A sample is being returned for evaluation.

Manufacturer narrative:
The sample has been received by the manufacturer, however the failure analysis has not yet been completed. A supplemental medwatch will be submitted upon completion of the investigation. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.